Event description:
Retained fb s/p robotic assisted left total knee arthroplasty with computer navigation. Saw blade tooth broke off and embedded in surgical wound. Pt required return to operating room for removal following day. Reason for use: this product, the mako saw blade was part of an ide trial.